Event description:
A speedband super view super 7 ligator was used to treat three esophageal varices in a female pt (age and weight unk) in late 2007. According to the complainant, the physician attempted to deploy a single band on the first varix and "all 7 bands fired at once." The physician used the aspiration function on the endoscope to remove six of the seven bands from the varix. The physician treated the two remaining varices with another speedband super view super 7 ligator device. No pt complications were reported as a result of the event.

Manufacturer narrative:
The device has been discarded by the user facility and will not be returned for eval; therefore, a device eval cannot be performed. The relationship between the device and the event is undetermined. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A review of the complaint database revealed no add'l complaints have been reported for this lot. The nov 2007 15-month band ligation prod family complaint trend report, inclusive of all failure modes was reviewed; a negative trend was noted and CAPA activities have been initiated to investigate this trend.